Event description:
A customer contacted beckman coulter (bec) to report that a unicel dxh 800 coulter cellular analysis system was leaking cleaner. The volume of the leak was unknown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gloves, eye protection and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that cleaner was leaking out of the wash collar and noted that the wash collar was out of alignment. Fse adjusted the wash collar and performed the alignment. Fse then performed two shutdowns and confirmed that there was no more leaking. The cause of the leak is attributed to the wash collar being out of alignment. (B)(4).